Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count v-sic=179 counts, in 0.19 day, on (B)(4)-2011 in the timeframe between 09:49:28 and 13:24:51.

Event description:
It was reported that the lead had oversensing. The lead was explanted. No patient complications have been reported as a result of this event.